Event description:
It was reported by the customer that during use the ccardiosave hybrid type b plug intra-aortic balloon pump (iabp) goes into standby mode, and experienced air loss. There was no patient harm or injury reported. During fse calibration, touchscreen slow to respond and also being unresponsive at times.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.